Manufacturer narrative:
One used product sample was returned for product investigation. The stopcock handle (also known as plug) was disconnected from the stopcock body, causing the device to be non-functional. Visual inspection revealed no moulding issues with the stopcock handle or body. The handle was reassembled on to the stopcock body and tensile tested. The handle disconnected from the stopcock body only after 16.207lbs and 14.983 lbs of force was applied to it. Specification requires the handle to remain seated on the stopcock body up to 12.1lbs of applied force. Therefore, the returned product sample was found to pass specifications for tensile testing. As the returned product sample was returned disassembled, the reported product fault was confirmed; once reassembled the returned sample met specifications and was found to perform as intended.

Event description:
User facility reported while performing extracorporeal membrane oxygenation (ECMO) in the neonatal intensive care unit (nicu), the listed device was in use when the stopcock came apart at the handle and air entered the circuit. The "faulty products" were replaced to remedy the issue. Some blood loss occurred, but it is unk how much. No permanent pt harm occurred.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.